Event description:
It was reported that the patient exhibited a syncopal episode with asystole and bradycardia. Upon manipulation of the pacemaker pocket, the physician was able to induce the heart rate at 30 bpm. The pacemaker was sending out paced beats, but no capturing was noted. A spring contact issue was suspected. Additionally, the patient exhibited occasional spikes of impedance greater than 900 ohms on the right ventricular (rv) lead and false positive pacemaker mediated tachycardia (pmt) were also noted due to sinus rate. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form: medwatch mw5149976.